Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a laparoscopic cholecystectomy procedure, the device component disengaged, the tip of the grasper fell into the patient¿s cavity. In order to resolve the issue, the piece that broke off was removed. No patient injury.